Manufacturer narrative:
Additional manufacturer narrative: manufacturing and expiration dates were added to the file.

Manufacturer narrative:
(B)(4). The valve will not be returned for evaluation as it was discarded at the hospital. No medical records have been made available. Without return of the device, we are unable to conclusively determine root cause for explant of this device. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformance. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, through follow up with the health care provider, the explant was the result of a technical issue and not due to a malfunction of the device.

Event description:
Edwards received information that a 21mm bioprosthetic valve was explanted at implant due to paravalvular leakage secondary to insufficient suturing. This was observed by echo after de-clamping the aorta. It was further reported that sutures were added 'at the leakage area after the aorta was clamped again'; however, paravalvular leakage was still observed by echo after aorta was de-clamped a second time. The valve was replaced with a different 21mm valve with no adverse effects as a result of the valve replacement.